Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had difficulty communicating with the remote control. The patient an ipg replacement procedure. No further information has been obtained.

Event description:
It was reported that the patients implantable pulse generator (ipg) had difficulty communicating with the remote control. The patient underwent an ipg replacement procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.